Manufacturer narrative:
User facility personnel stated that the plastic surrounding the wire near the handle "crumpled up" and would not allow the wire to move back into the handpiece. Steris has requested the roth net device subject of the reported event be returned for evaluation. The device history record was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review was performed and confirmed this to be an isolated event for the subject lot. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report # (B)(4) that following the removal of a coin during a gastroscopy, the net to their roth net device would not close. No report of injury.